Manufacturer narrative:
Corrected data: the device was received for evaluation. The balloon and windings were intact. There was no fault found during device evaluation after an allegation of physical malfunction. The device was not physically damaged and it was functional. Therefore, alleged physical malfunction of balloon burst was not confirmed. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Event description:
As reported, before use in patient, when trying to inflate the balloon of this embolectomy fogarty catheter with contrast medium, it broke and there were missing pieces. As per customer opinion, the balloon latex missing pieces could have been entered into the blood stream if the device had been inserted into the patient. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The actual code for "health effect - impact code" is "4656 - problem identified before clinical use/exposure." The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.